Manufacturer narrative:
An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
An in-house investigation discovered that the accelerator aps (automated processing system), when searching for sample identification (sid), will generate search results that do not match the sid or the patient name. There is no impact to patient management reported to date for this issue.